Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during rewind. The customer did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 240 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a constant motor error alarm during rewind due to motor encoder out of phase. Unable to confirm e70 alarm or perform displacement test due to motor error alarm. The insulin pump has minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads.